Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was delayed when buttons are pressed. Customer reported blood glucose level was not impacted. It was confirmed the touchscreen was working as expected during the time of the report. Reportedly the customer will continue to use the pump for insulin therapy.